Event description:
The customer reported that the plastic in which the boxed pat circuit assy,3100a,fltrd,850l is made from is not sufficiently rigid for its purpose. Their 3100a had a patient which was cutting out suddenly and not restarting. Upon checking, the tube between the ventilator and the humidifier was bent over, not allowing gas to get into the circuit. End user then repositioned the hose and taped it to the side of the 3100a for support. No harm is associated with the event.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Result of investigation: the suspect device is not available for return, as it was discarded after the treatment. Sample photo without lot number was sent for the investigation and in the picture it can be seen that the tube part was slightly bent. Therefore the defect reported by the customer was confirmed.